Manufacturer narrative:
Additional information received via email on 09-nov-2020 that the device was not on a patient.

Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual testing was performed. The customer's stated problem was verified. During testing and inspection, the device was found to have lost programming or has been reset. Further investigation determined that the device has lost its programming due to no power from the battery or the device cannot hold all programming after 2 days as it refers to the instructions on notification of change information and the operator's manual provided. User error is the cause of the issue. Therefore, it's recommended that the user read and follow the notification of change information and the operator's manual.

Event description:
Information was received indicating that the cadd ms3 pump lost programming. There were no adverse events reported.